Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the reported event. The cause, treatment, outcome of the peritonitis, and actions taken with pd therapy were not reported. Additional information was requested, but the reporter declined to provide any further information on this event.